Event description:
The doctor reported to the distributor that the patient received left and right medpor paranasal implants on (B)(6) 2011. The doctor reported that an infection occurred one and one half month after the operation. The doctor reported that he explanted the implant.

Manufacturer narrative:
The device history records for this lot were reviewed and all processes and test criteria were within the medpor implant specification. Device not returned.

Manufacturer narrative:
The distributor stated that both implants were explanted. The distributor reported that the patient did not come back for a follow up and the status of the patient is not known. The additional implant information is as follows: item number: 9525; lot number: c106h11; expiration date: 08-2017; manufacture date: 08-2007. The device history records for this lot were reviewed and all processes and test criteria were within the medpor implant specification.